Manufacturer narrative:
The two (2) esus were thoroughly inspected/tested (note: the manufacturer of the non-erbe handpieces would be responsible for the evaluation of their accessories.). A technical safety check was performed on the generators. This included an electrical safety check, a functional check of each of the equipment's features and a power output check. All features were/are functioning properly within specifications for the units. In addition, no anomalies were found in each of the device history records (DHR) of the units. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident.

Event description:
It was reported that a patient incident occurred with electrosurgical units (esus/generators) during a breast reconstruction surgery (note: the other esu is model vio 300 s, part number 10140-300, serial number (B)(6). The two (2) erbe esus were used respectively with 2 covidien handpieces and 2 erbe nessy omega neutral electrodes (nes). The 2 nes were placed on the left upper arm and left thigh. The equipment settings at the time of the procedure were autocut, effect 6, 60 watts and forced coag, effect 4, 69 watts. No information was provided regarding any other accessory used in the operation. One (1) covidien handpiece was used on the breast and the other at the site where the fatty tissue was being removed. Per the reported incident, the handpiece used for removing fatty tissue was placed on the patient's abdomen while the other handpiece was activated on the breast. During or after the procedure, a burn was observed on the abdomen where one of the handpiece's had been placed. The burn was yellowish in color with blisters on a red base and approximately 9 cm2. The burn/necrosis was treated with "wound cream."